Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the patient was having seroma issues at the midline and headaches that correlate with a cerebral spinal fluid (csf) leak. On (B)(6) 2019, the patient had a normal catheter dye study and the healthcare professional (hcp) was going to send the patient to neurosurgery to work up what is causing the seroma and csf leaks. It was noted that there is a fractured catheter still in that they do not believe is the problem. It was noted that maybe a computed tomography (CT) scan will rule the fractured catheter out. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-feb-2011, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a healthcare professional via manufacturer re presentative regarding a patient receiving hydromorphone 5.3 mg for a total dose of 1.91211 mg/day, bupivacaine 20 mg for a total dose of 7.2155 mg/day, and fentanyl 1520 mcg for a total dose of 548.37816 mcg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2019 the patient was in clinic for a routine pump fill and examination revealed approximately 24ml of solution was aspirated from pump and discarded prior to fill. Device interrogation on (B)(6) 2019 revealed reservoir volume should contain 2.7ml of solution. On (B)(6) 2019 the patient reported feeling increased pain, not feeling their boluses, and withdrawal symptoms for a week (in regards to the date of (B)(6) 2019). A catheter dye study was ordered and performed the same day. The dye study failed as they were unable to aspirate the catheter and the catheter appeared to be sheared off in the lumbar spine under fluoroscopy. Catheter replacement was ordered. On (B)(6) 2019 the pump was reprogrammed. On (B)(6) 2019 surgical intervention occurred where the spinal catheter was partially explanted and returned to manufacturer. It was noted that the spinal segment (14cm) sheared off into the spine (lumbar area). It was noted there was another segment that will be sent back as well that is the other end of the sheared catheter. The tip of the catheter was at t10 and the pump was implanted in the right abdomen. The outcome of the event was noted as resolve at time of report and the patient's status at time of report was alive-no injury. The device diagnosis was pump reservoir volume discrepancy and catheter break/cut. The clinical diagnosis was patient reported withdrawal symptoms. The patient's weight was (B)(6). The diagnosis was post laminectomy syndrome. Allergies included doxycycline, "ms", and penicillin (pcn). Comorbidities included epilepsy, diabetes mellitus (dm), and arthritis. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found a broken catheter body. If information is provided in the future, a supplemental report will be issued.